Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of unresponsive and hyper-sensitive buttons was not duplicated during testing. All of the buttons were found to function appropriately. None of the buttons were hypersensitive. The keypad was removed and no defects were found. Unrelated to the complaint, the audio bolus button was found to be missing. There was evidence of corrosion on bolus button. The pump failed a leak test due to the missing bolus button.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were unresponsive. The reporter stated that down button was also hyper responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.